Manufacturer narrative:
This investigation was conducted in response to a medsun report claiming that a holmium fiber broke and burned the resident's hand. No information related to patient impact was received in the initial report. A device history report review was conducted and the suspect fiber was manufactured without variances or deviations. The fiber was 100% power tested before release, confirming the operational capacity of the fiber. The suspect fiber was not available for evaluation. A trend analysis was conducted, and at this time, there is no trend identified for complaints related to holmium fibers breaking. Dmta will continue to monitor complaints. The root cause is likely related to handling or the application of the fiber. Holmium laser fibers are fragile and should be handled with care to avoid bending or coiling them past specifications so the fiber does not break. The risk related to a fiber break, is a medium risk with no further actions required as current controls mitigate the risk to acceptable levels.

Event description:
Dmta received a report via medsun stating that a holmium fiber had broken and burned the resident's hand. There was no further impact reported the dmta.